Manufacturer narrative:
H.6. Investigation: there were no samples or photos available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter was leaking. This was discovered during use. The following information was provided by the initial reporter: material no: 381423 batch no: 9116750. It was reported that catheter was leaking from a break in the middle of the catheter. Registered nurse was inserting the listed IV catheter into the patient's right forearm per protocol. As she was advancing the catheter, she noticed leaking from a break in the middle of the section of the catheter that was not inserted into the patient. She immediately removed the catheter and applied a gauze dressing. The catheter was removed intact.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter was leaking. This was discovered during use. The following information was provided by the initial reporter: material no: 381423, batch no: 9116750. It was reported that catheter was leaking from a break in the middle of the catheter. Registered nurse was inserting the listed IV catheter into the patient's right forearm per protocol. As she was advancing the catheter, she noticed leaking from a break in the middle of the section of the catheter that was not inserted into the patient. She immediately removed the catheter and applied a gauze dressing. The catheter was removed intact.